Event description:
Customer reported via phone call to have experienced excessive no delivery alarms. Customer's blood glucose was 104 mg/dl. Customer believed that no delivery was caused by insulin pump. During troubleshooting, customer was advised that all remedies were not tried and that sample sets would be sent in order to rule out no delivery being caused by products.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.